Event description:
It was reported that the ilet user experienced high blood glucose after announcing a larger-than-usual dinner, later stating the meal was heavier in carbohydrates than realized, and insulin delivery was resumed after an infusion site change with no bent cannula noted. Symptoms included hyperglycemia with reported glucose values peaking at 454 mg/dl and trending down to 404 mg/dl during the call and later to 350 mg/dl. Outcomes included a delay to therapy while the event was addressed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to meal announcement and carbohydrate burden; no device component malfunction was identified, and the issue pertained to user interface use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.